Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 20may2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of whole main 1 drawer not detected on bus was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order 01781044, the bd field service engineer (fse) reported that lights were not present on interface board. Replaced drawer's interface board. Recovered and tested drawer. During dchu visual inspection: p/n 151903-01: received with visible thermal damage on integrated circuit u300. During dchu testing: p/n 151903-01: no dchu testing was required due to the observed thermal damage on component u300 during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the integrated circuit u300. There were no adverse events or injuries reported based on this event.